Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 332 mg/dl. No damage was noted to the cannula. The customer loaded a new cartridge and changed the infusion set site. A correction bolus was delivered to address the bg level.